Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, this patient underwent endovascular repair using conformable gore® tag® thoracic endoprostheses to repair an aortic arch aneurysm. The left subclavian artery was intentionally covered. The patient tolerated the procedure. One year follow-up imaging (exact date unknown) showed a proximal type I endoleak from the thoracic endoprosthesis. On (B)(6) 2017, the physician elected to perform reintervention. A conformable gore® tag® thoracic endoprosthesis was additionally implanted inside the proximal end of the thoracic endoprosthesis to repair the endoleak. Also, the left subclavian artery was embolized with coils and plugs. Intra-procedure angiography then showed that the proximal type I endoleak was decreased but remained. It was confirmed that blood flow to the left internal iliac artery was kept. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.